Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 15 minutes: 167 mg/dl, 89 mg/dl, 51 mg/dl, 69 mg/dl, and 187 mg/dl. Customer reports that he was feeling hypoglycemic symptoms with the readings of shakiness, sweating, light-headedness and hunger. Customer was able to retrieve and consume 6 glucose tablets, 12 oz of orange juice, and a cookie. He felt better in 10-15 minutes. No adverse event reported. Requested return of suspect device; however, strips have been thrown away. Replacement was sent.